Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a surgery to downsize the cuff as the patient experienced urinary incontinence. No patient complications were reported.

Manufacturer narrative:
Implant date: approximated, as the device was implanted on (B)(6) 2021.